Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and the associated right ventricular competitive lead were subsequently removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a history of noise on the right ventricular channel. Additionally, pacemaker mediated tachycardia occurred. Monitoring of the patient continued as no inhibition was observed. Additional information was received stating that defibrillation therapy had been programmed off due to the continuation of the noise and out of range shock impedance measurements. Inappropriate pacing also occurred due to bi-ventricular trigger due to noise. A boston scientific technical services consultant discussed the clinical observations with the caller. This boston scientific cardiac resynchronization defibrillator is interfaced to a competitive right ventricular lead. No adverse patient effects were reported.